Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No motor error noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump had a pump error alarm related to the motor. Blood glucose at the time of the incident was 173 mg/dl. The insulin pump passed the displacement test during troubleshooting. It was advised to call back if alarm occurred again. A second call was received on (B)(6) 2018 reporting that the pump error alarm occurred again. It was advised the insulin pump would be replaced. The insulin pump will be returned for analysis.